Event description:
It was reported to philips that the system gave an alert indicating the c-arm was unable to move. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed by moving the patient to another room. The philips remote service engineer (rse) in contact with the customer remotely found that c-arm rotation movement had stopped due to a position error. The philips field service engineer (fse) visited onsite, performed necessary checks, and replaced the c-arm rotation motor to resolve the issue. After replacement the system was returned to use in good working condition. The codes were updated based on the investigation outcome.